Event description:
It was reported that a patient who was implanted with two xience v stents on (B)(6) 2011, has developed a rash all over the body. The patient visited the department of dermatology, at (B)(6) hospital; however, tests have not yet been run for the allergic reaction at this time. The patient is taking plavix. This same patient was implanted with a 2.5 x 23 mm xience v stent on (B)(4) 2010; however, did not develop a rash at that time. He did; however, have a previously determined allergy to contrast media. There is no reported treatment at this time. The patient is reported to be recovering from the rash at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second rx xience v 3.5 x 28 mm is being filed under a separate manufacturer report number. In this case, there was no reported product deficiency. Hypersensitivity/rash (allergic reaction) is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.